Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for less than 5 colony forming units (cfus) of microorganisms revivable at 30 degrees celsius. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - suctioning water was not performed for biopsy channel nor suction channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - distal end cap cover --- insulation < threshold - distal end --- scratches - scope cover --- cracked - channel mount --- damaged - mouthpiece --- damaged - air/water cylinder --- scratched - suction cylinder --- scratched - plug unit --- damaged housing - connector --- scratched - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: h10 - manufacturer narrative the suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is enzymex l9. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The manual detergent is enzymex l9 and the manual disinfectant is anioxyde 1000. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using asept in med manual brushes. The storage practice is using a plasma typhoon drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured. 2 cfus of gram positive bacteria were found in the operating channel, 1 cfu of coagulase negative staphylococcus was found in the suction channel, 2 cfus of micrococcaceae and gram positive bacteria were found in the air/water channel, and less than 1 cfu of microbes were found in the water jet channel. The results obtained comply with the level of alert for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the distal end insulation was below the threshold, the distal end was scratched, the scope cover was cracked, the biopsy port mouthpiece was damaged, the biopsy channel mount was damaged, the air/water cylinder was scratched, the suction cylinder was scratched, the plug unit housing was damaged, the connector was scratched, and the biopsy channel showed wear and tear. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.